Manufacturer narrative:
Date of report: 12jun2019. Date rec'd by MFR: 19may2019. A therapeutic care manager went onsite to consult with the customer and perform relevant testing. Testing determined that user error was likely the main cause of the reported event. The unit was determined to be working as expected. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Date of event: (B)(6) 2019. Date of report: 22may2019. A follow up report will be submitted once the investigation is complete.

Event description:
It was reported by the customer that the unit has an ongoing issue of providing inefficient ventilation causing the face mask to flutter leading to poor synchronization. The device was in use at the time of the event; however, there was no patient harm.